Event description:
A zoll dist returned monitor sn (B)(4) and reported that the monitor failed a pulse test.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) was completed. The reported problem (puls test failure) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a svc code 110 (over-voltage cleared no energy). The cause for the svc code was isolated to the open l1 inductor on the computer/analog board, which prevented the converter from turing on. The cause for the open l1 inductor was a shorted c10 capacitor. The root cause for the shorted c10 capacitor could not be positively identified. No adverse event resulted from the defective monitor.